Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump received battery failure alarm. The customer¿s blood glucose was 157 mg/dl. Troubleshooting was done for cosmetic damage. Customer reported that there was crack at the back of the battery compartment and not sure how it happened. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will not be returned for analysis.